Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a bard align and bard avaulta were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a bs obtryx was implanted into the patient. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent a&p repairs with a transobturator sling on (B)(6) 2008 due to recurrent pop and sui. (B)(4) - recurrent prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent partial hysterectomy due to vaginal prolapse, sui and pelvic pain. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia, inflammation, bladder/organ dropped again and causes difficulty walking. It was reported that the mesh was folded up and the patient underwent mesh removal of transobturator tape, cystocele plication, cystoscopy and partial removal of anterior mesh on (B)(6) 2010. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.